Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was severed. The following information was provided by the initial reporter: event 3: material no: 2420-0500; batch no: 20063047. It was reported that IV tubing snapped in half when rn was priming the line. Event description, per email, states, keeping you updated, we have had 3 more instances of tubing that is severing at the blue clip junction of the IV tubing. We have pulled additional lot #s. Instance 3: date of event: (B)(6) 2020; affected lot: 20063047. Was there any adverse event(s) as a result of the reported defect? If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date. Report states primary IV tubing snapped in half when rn was priming line. No adverse event reported. Unfortunately do not have the tubing to return.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint, that IV tubing snapped in half when rn was priming the line, could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20063047 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / broken with lot #20063047 regarding item #2420-0500. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was severed. The following information was provided by the initial reporter: event 3: material no: 2420-0500 batch no: 20063047. It was reported that IV tubing snapped in half when rn was priming the line. Event description per email states: keeping you updated, we have had 3 more instances of tubing that is severing at the blue clip junction of the IV tubing. We have pulled additional lot #s. Instance 3: o date of event: 9/02/2020 o affected lot: 20063047 o was there any adverse event(s) as a result of the reported defect? If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.) And date. ¿ report states primary IV tubing snapped in half when rn was priming line. No adverse event reported. Unfortunately do not have the tubing to return.